Event description:
Pt being treated with duett device after diagnostic angiogram. Distal thrombosis of the popliteal artery resulted. Needed emergency surgery with embolectomy and then fasciotomy for limb salvage.